Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report an inaccuracy in cgm readings during an extreme low. Cgm was reading 109 mg/dl, while bg was measured at 41 mg/dl. Patient called the paramedics and was administered glucagon although she did not become unconscious during hypoglycemic episode. Patient's data showed however that the sensor had not been calibrated in more than 12 hours. Patient was fine at the time of her call to dexcom.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.